Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm that appeared on the home choice (hc) unit during drain 3 of 5. The home patient (hp) stated that her patient line became separated and she woke up to the hc alarming. The hp reconnected and has cycled the power. The hc reads system error 2367. The technical service representative (tsr) had the hp cycle the power again, the hc went to "press go to start". The tsr explained the alarm to the hp. The hp would start over with new supplies. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. The hc was operational. There was no patient injury or medical intervention indicated at the time of this report.

Manufacturer narrative:
(B)(4). The customer discarded the sample.